Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a row board cable. A field service engineer reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not opening and was unable to recover. The user was not able to get the medication during the malfunction. There were no adverse events or injuries reported based on this event.